Manufacturer narrative:
Philips received a complaint on the mrx device indicating that it does not pass functional testing. The device was not in use at the time of the event. Philips authorized service personnel (asp) evaluated the device onsite and verified the device passed functional testing without problems, no errors detected. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device failed the functional testing. There was no patient involvement.